Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds low o2. As stated on the repair statement: this unit does not alarm. Additional malfunction on this device: power switch has low alarm.